Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the bearings are worn. Therefore, the reported condition was confirmed. Evidence suggests this was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that during a craniotomy surgical procedure the attachment device "did not feel secure and heated up". The planned surgical procedure was completed without delay as a spare identical device was available. No patient harm, adverse outcome or injury was alleged. The reporter stated the event occurred in (B)(6) 2013 but could not clarify the exact event date. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.